Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, 40 hours (2 days) post-operative of a major procedure which included liver wedge resection, cholecystectomy, distal gastrectomy with gastro-jejunostomy and jejuno-jejunostomy performed on (B)(6) 2026, the patient¿s vital signs started to deteriorate and became unstable. Peritonitis occurred which progressed into sirs (systemic inflammatory response syndrome), then lead to multi-organ failure. The patient underwent a second open surgery. An anastomotic leak was detected by the surgeon from two areas along the staple line of the duodenal stump. Suturing was performed as a staple line reinforcement to resolve the staple line leak. Following the postoperative complications and despite further surgical intervention, the patient passed away. The death was caused by the device, the procedure, and the patient¿s symptoms or comorbidity.